Manufacturer narrative:
H11: chhatriwalla ak, allen kb, saxon jt, cohen dj, aggarwal s, hart aj, et al. Bioprosthetic valve fracture improves the hemodynamic results of valve-in-valve transcatheter aortic valve replacement. Circ cardiovasc interv. 2017 jul;10(7):e005216. Doi: 10.1161/circinterventions.117.005216. Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Four fluoroscopic images were provided and reviewed. (A), immediately after viv tavr. (B), during bvf before fracture of surgical ring. Note the waist of the balloon at the level of the surgical valve ring. (C), during bvf after fracture of surgical ring. Note the release of the balloon waist. (D), final fluoroscopic results. Therefore, based on the image the reported injury is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal named "american heart association-cardiovascular interventions" of article titled, "bio-prosthesis valve fracture improves the hemodynamic results of valve-in-valve transcatheter aortic valve replacement" that post balloon expansion procedure by using bard true balloon for bioprosthetic valve fracture, out of twenty patients, one patient developed with right posterior frontoparietal stroke without hemorrhage. It was further reported that patient was fully recovered.

Event description:
It was reported in the journal named "american heart association-cardiovascular interventions" of article titled, "bio-prosthesis valve fracture improves the hemodynamic results of valve-in-valve transcatheter aortic valve replacement" that post balloon expansion procedure by using bard true balloon for bioprosthetic valve fracture, out of twenty patients, one patient developed with right posterior frontoparietal stroke without hemorrhage. It was further reported that patient was fully recovered.

Manufacturer narrative:
H11: chhatriwalla ak, allen kb, saxon jt, cohen dj, aggarwal s, hart aj, et al. Bioprosthetic valve fracture improves the hemodynamic results of valve-in-valve transcatheter aortic valve replacement. Circ cardiovasc interv. 2017 jul;10(7):e005216. Doi: 10.1161/circinterventions.117.005216. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.